Manufacturer narrative:
The pusher assembly was returned with the echelon catheter for evaluation. The evaluation could not determine the cause of the event. (B)(4).

Event description:
The patient underwent coiling embolization treatment on (B)(6) 2014. During the procedure, it was reported the implant coil prematurely detached inside the microcatheter as it was partially deployed in the artery. The detached implant coil and microcatheter were removed from the patient. The procedure was completed with a new echelon microcatheter and axium coil. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4)